Manufacturer narrative:
(B)(6). (B)(4). Due to intra-operative issues, device was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: july 12, 2012. Expiration date: june 30, 2021. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a surgeon had difficulties inserting a nail and proximal locking screws during an antegrade femoral nailing procedure with a lateral entry femoral recon nail on (B)(6) 2016. The targeting devices consisting of a cannulated connecting screw for standard insertion handle, standard insertion handle, and recon locking aiming arm for lateral entry femoral nails - expert were checked with a 12mm titanium lateral entry femoral recon nail - expert/420mm/right - sterile at the back table prior to implantation and were fine. While attempting to implant the nail, the connecting screw and insertion handle shook loose from the nail. This occurred during two attempts. The nail was eventually implanted using the same devices. Prior to inserting a proximal 5.0mm titanium locking screw with t25 stardrive 44mm for intramedullary nail - sterile, the targeting devices were disassembled and reassembled. In addition to the targeting devices, a 12.0mm/8.0mm protection sleeve 188mm, an 8.0mm/4.2mm drill sleeve, and a 4.2mm trocar were used to assist with the implantation. Upon implantation, the proximal locking screw did not align with the nail. Surgeon removed the locking screw and was successful during the second attempt. Surgeon then attempted to insert an additional proximal 5.0mm titanium locking screw with t25 stardrive 76mm for intramedullary nail - sterile. Surgeon tried with two different locking screws but they would not align with the nail. Surgeon decided not to implant an additional locking screw. Surgeon then freehandedly inserted a distal 5.0mm titanium locking screw with t25 stardrive 50mm for intramedullary nail - sterile without any issues. Surgeon believed that the one distal screw and one proximal screw provided enough fixation. Standard x-rays taken during surgery confirmed correct positioning. Procedure was successfully completed with a thirty (30) minutes surgical delay. No patient harm reported. Patient outcome/status was reported as stable. Concomitant devices reported: recon locking aiming arm for lateral entry femoral nails - expert (part 03.010.048, lot 5774058, quantity 1), 12.0mm/8.0mm protection sleeve 188mm (part 03.010.063, lot 7586191, quantity 1), 8.0mm/4.2mm drill sleeve 200mm (part 03.010.065, lot 1465613, quantity 1), 4.2mm trocar 210mm (part 03.010.070, lot 5043156, quantity 1), 12mm titanium lateral entry femoral recon nail - expert/420mm/right - sterile (part 04.003.564s, lot 9854288, quantity 1), 5.0mm titanium locking screw with t25 stardrive 50mm for intramedullary nail - sterile (part 04.005.540s, lot h111632, quantity 1). This is report 2 of 3 for (B)(4).